Event description:
It was reported while using kit bd max ext enteric bacterial panel, there was a false positive result. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (ref. 443812) lot 3172074 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. The review of manufacturing records of bd max¿ extended enteric bacterial panel indicated that lot 3172074 was manufactured according to specifications and met performance requirements. Customer complained about suspected false vibrio positive results for 3 samples tested with bd max¿ ext enteric bacterial panel kit lot 3172074. According to the customer, the curves obtained for these 3 samples are unusual and do not appear to be a true positive result. Despite multiple attempts made to receive information from the customer, no data or additional information was provided for the investigation. Without data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 3172074. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.